Manufacturer narrative:
Complaint was re-opened following additional questions received.

Event description:
Physician reported that the subject pacemaker was implanted as replacement for a crt device. Unipolar pacing led to phrenicus reaction, and the pacemaker has been reprogrammed to bipolar pacing. However, loss of capture was observed in bipolar configuration. After the sensor of the pacemaker has been deactivated, the loss of capture in bipolar pacing disappeared. Then the sensor was switched on again, and the pacemaker behavior was normal.

Event description:
Physician reported that the subject pacemaker was implanted as replacement for a crt device. Unipolar pacing led to phrenicus reaction, and the pacemaker has been reprogrammed to bipolar pacing. However, loss of capture was observed in bipolar configuration. After the sensor of the pacemaker has been deactivated, the loss of capture in bipolar pacing disappeared. Then the sensor was switched on again, and the pacemaker behavior was normal.

Event description:
Physician reported that the subject pacemaker was implanted as replacement for a crt device. Unipolar pacing led to phrenicus reaction, and the pacemaker has been reprogrammed to bipolar pacing. However, loss of capture was observed in bipolar configuration. After the sensor of the pacemaker has been deactivated, the loss of capture in bipolar pacing disappeared. Then the sensor was switched on again, and the pacemaker behavior was normal.